Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time the event occurred. The philips remote service engineer (rse) connected with the customer remotely and found that c-arm drifts to left and right when rotating forward and back. Upon troubleshooting, rse found that geo module. To resolve the issue, customer bypassed ups. After bypassed the ups, system was returned to use in good working order. The cause of the geo module failure could not be determined by the supplier's part analysis. To resolve the issue, rse suggested replacing geo module. After replacing geo module and belly bar table clamp, system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed to not use the product for any application until the user is sure that the user routine checks have been satisfactorily completed, therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use. And restarting the router resolved the issue. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the c-arm drifted to the left and right when it was rotated forward and backward. There was no reported patient or user harm. Philips has started an investigation of this complaint.